Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.

Event description:
Pt experienced hard lump around the injection area about 1 month after injection on (B)(6) 2010. On (B)(6) 2010: pt is on antibiotics and area drained (corners of mouth and nasolabial folds). Pt is improving. She was on antibiotics and steroids. A new abscess formed, which formed on corners of mouth and right nasolabial fold. Pt now has another area forming in left nasolabial fold. Other areas are slowly improving. She is taking more steroids as of (B)(6) 2010, but has stopped antibiotics. Nothing has been cultured. The physician believes it is a sterile abscess. Pt is being monitored closely. Updated on (B)(6) 2010: this pt had recently developed a new lump in her left nasolabial fold and has been prescribed steroids again. Physician will be following up with pt.